Event description:
It was reported that the customer received a button error alarm on the insulin pump and some of the buttons were not responding. The customer's blood glucose level was 200 mg/dl. The insulin pump was reportedly neither bumped nor dropped and it was not exposed to moisture. Nothing further was reported.

Manufacturer narrative:
No unexpected button error alarms noted. Insulin pump had an intermittent button response on the esc button due to corroded keypad traces noted. Insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).